Event description:
It was reported that the patient went to the urgent care and was diagnosed with a skin irritation. There was purulent discharge and swelling. For treatment, the patient was prescribed mometasone furoate 0.1% cream. The patien was in a tele health visit.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.